Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code- subcutaneous nodule. H6: health effect clinical code- needle stick/puncture.

Event description:
Dexcom was made aware on 10/21/2024, that on (B)(6) 2024, the patient experienced a skin reaction. Date of event is an approximation. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced skin reaction which occurred 5 days after the sensor had been inserted in the arm. The patient experienced burning, inflammation, pimples, infection, and aching extended beyond the patch perimeter. The patient had infection, burning sensation, skin knot. The patient treated with prescription oral medication prescription of anti-biotic. Unable to confirm if topical cream or oral medication and recovered after treatment. At the time of the report, the patient was cleared from infection. No additional event or patient information is available.